Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found there was no displays on console room, mcs and tsm. To resolve the issue, fse switched off the complete system, reseated all boaters in m-cabinet and the sbc (single board computer), and turned on the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the machine was not booting up. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and reseated all the boards in m-cabinet, including the single board computer which resolved the issue. The device was returned to use in good working order.